Manufacturer narrative:
Title: clinical utility of near-infrared perfusion assessment of the gastric tube during ivor lewis esophagectomy source: surgical endoscopy (2022) 36:5812¿5821 https://doi.org/10.1007/s00464-022-09091-3. Concomitant prod: unknown eea unknown eea lot # unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2016 and december 2020 to evaluated outcomes of patients who underwent ivor lewis esophagectomy with gastric tube reconstruction for cancer, there were 266 patients in the study with 115 patients receiving perioperative indocyanine green angiography and 151 patients who did not receive it. Postoperatively, 43 patients had anastomotic leak (al). 10 of them were treated conservatively, 2 were resolved endoscopically with an esosponge followed by stenting and 31 needed revision surgery. 9 patients had a primary closure for defects. In 11 patients, a new anastomosis was created for defects. 12 patients developed an al with pathologically proven tip necrosis of the gastric tube (gt), 6 were treated by resection of the necrosis and creation of a new anastomosis, 5 needed an endorsement intercostal muscle or pericardia fap and one needed small bowel interposition due to a gt necrosis. 6% had to be placed in intensive care unit.